Manufacturer narrative:
Based on the findings and the age of the device, service determined that the proximate cause of the reported issue was due to ###############. The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review no further escalation is required per 1501-006-000-swi-sd-inf complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Syr/pca gripper recall-gripper sticking- 06/06/2018 16:35:41 sandra j mcdonald (smcdonal) syr/pca gripper recall note that per youssef abdelmassih <youssef.abdelmassih@bd.com>, bd field tech who is at the account today, this unit's gripper is actually stuck. Tom semerad (605) 333 1525 thomas.semerad@ge.com 07/13/2018 13:23:36 marites malig (mmalig) phone 858-458-7000 7000 est rcl-mnr for cracked rear case & bent tube drive 07/26/2018 12:55:57 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per marites malig, service tech. Repair approved by jay wood at jay.wood@ge.com for $354. New po# is 401335713. Npi 07/27/2018 09:23:30 marites malig (mmalig) phone 858-458-7000 7000 device not affected by plunger gripper recall 07/27/2018 13:27:46 annette a mendez (amendez) 1z9791540272608451 10/24/2019 10:02:40 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.